Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the counts were correct; however, the patient was scanned with the body scanner and it gave a detection. Scanned with the wand but was clear. The patient was then scanned again with the body scanner and still registered a detection. Scanned with the wand again and received a clear scan. The patient was x-rayed and the results were negative. The case was extended while trying to reconcile whether or not the detection was true or false.